Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02938, 0001825034-2017-02939, 0001825034-2017-02940. Reported event was unable to be confirmed due to limited information received from the customer. Review of the primary revision notes for the left knee found that the patient was indicated for a tka due to bilateral knee ostearthritis. The patient was noted as to having a left knee arthorscopy previously. The cuts were made using the appropriate guides for both the tibia and femur. The final components were implanted and noted to reach full extension and flexion with the patella tracking properly. Review of the surgical notes confirmed that the patient underwent bilateral arthrofibrosis of the knee. It states that the patient failed to make significant progress with range of motion of knees particularly with left getting less than 90 degrees with over pressure. Range of motion on the left knee 5 degrees flexion contracture to 85 to 90 degrees of flexion. After the manipulation 125 degrees of flexion was achieved. Notes also stated that x-rays demonstrated absence of fracture and there were no intraoperative complications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left closed manipulation procedure one month post implantation due to limited range of motion and failed physical therapy. The patient was also injected with lidocaine and corticosteroid during the procedure.